Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: biological debris could be seen inside the valve and on the valve mechanism. The valve was irrigated with purified water, an occlusion was noted at the ruby ball, this is due to the biological debris. Review of the history device records confirmed the valve product code 82-8806, with lot ctkb0z, conformed to the specifications when released to stock on the 7th september 2015. Review of the sterilization certificate conformed to the specification when released on the 3rd september 2015. The root cause of the problem reported by the customer is due to biological debris found inside the valve. The root cause of the infection could not be determined, the sterilization certificate conformed to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Shunt did not drain the csf properly. It was set several times in different pressure settings and finally reduced to setting 1 (25mmh2o). Shunt was still not draining any csf. Finally a new shunt was implanted. Unfortunately the old shunt did not drain csf. Now the patient has also developed an infection and the shunt was removed on (B)(6). This shunt now is available for inspection.